Event description:
It was reported that, "surgeon began to impact the final implant into the tibial baseplate and was unable to get it to seat properly."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.